Manufacturer narrative:
Date of event: exact date unknown, event occurred over the last (6) six months from the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had difficulty keeping the ipg charged and maintaining the normal pain relief. The patient underwent an ipg replacement procedure and was doing well post-operatively. The explanted ipg was discarded by the medical facility.